Manufacturer narrative:
DHR review was performed and no issues were identified. All silicone testing was performed as per requirement with no issues noted. Batch 7178955 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A total of 6 samples were received by bd (B)(4). Visual evaluation revealed normal silicone content in all of the samples. No stringing and no pooling was observed. Based on the sample evaluation, bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that a bd syringe 10ml luer-lok¿ tip was found with foreign matter. This was observed before use. No report of medical intervention or serious injury.